Event description:
It was reported to boston scientific corporation that during a sacrospinous vault suspension procedure, using an uphold vaginal support system, as the physician was loading the second leg assembly onto the capio device, the needle detached, outside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for needle detachment.